Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report #3005099803-2008-07046 for a description of the other device. It was reported to boston scientific corporation that upon completion of an anterior pelvic floor repair procedure using a pinnacle pfr kit, the physician discovered that the ureter had been severed from the bladder. A urologist was called in; he arrived about 45 minutes later, and reattached the ureter to the bladder in an 11-hour procedure. The patient is reportedly "ok" post-procedure.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.